Manufacturer narrative:
D.2. Additional medical device type: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ gbs, a false positive patient result was obtained. Max result gave group b streptococcus results, but gbs did not grow in culture. There was no report of patient impact.